Event description:
While using morcellator during procedure, a small spring fell off into pts abdominal cavity. Dr removed piece placed in specimen container. Device originally given to ethicon representative and they informed us that the spring was not from their morcellator. Instead it was the spring from essure.